Manufacturer narrative:
(B)(4). Date sent: 02/18/2021. D4: batch # u5ca09. H6: component code = others (g07). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the sr75 reload was received with no apparent damage. The cartridge reloads had the swing tab in the locked position, and fully fired. No functional test was performed. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: attempting to force the locking lever to complete the losing stroke with too much tissue or thickened tissue may result in poor staple formation with the loss of staple line integrity and subsequent leakage, disruption, or poor healing. In addition, instrument damage or failure may result. The event described could not be confirmed as the reload was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic colectomy, the firing force was higher than expected at the 4th firing of feea on the colon. A device was fired somehow, but the target tissue was pushed out and could not be cut properly. The device stapled and the staples were unformed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.